Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak underneath wash buffer supply area of unicel dxc 600i synchron access clinical system. The leak was contained and the customer was advised by bec customer technical support to use ppe. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
Bec field service engineer (fse) visited the site on (B)(4) 2011 and found a fitting loose on the buffer line. The fse tightened the fitting and dried up buffer, which stopped the leak and resolved the issue. (B)(4).